Event description:
The facility contacted baxter (B)(4) to report an interlink system basic solution set that a nurse observed a "split septum white collar on the y site of the [set] was cracked". "[A] chemo bag was connected to the y site on the [set].chemo spilled at the cracked interlink port". The malfunction was reported to have been found during infusion. There was a patient involved, however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.